Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt (B)(6) is experiencing a burning sensation at the ipg pocket site. The heating reportedly occurs whether stimulation is on or off and is not associated with charging. F/u on this matter revealed the pt was afebrile and lab tests were within normal limits. The pt's nurse reported that the pt's entire abdominal area feels warn to the touch; however, the pt reported that the ipg site feels hot to the touch. In addition, the pt reported experiencing pain at the ipg site with ambulation, stating he feels as though the ipg is twisting. The pt believes the ipg is at a different angle than it was following the implant procedure. The next planned course of action has not been disclosed to the MFR.